Manufacturer narrative:
Corrected information has been provided in d4 (serial). Ppae/tachycardia: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral arterial percutaneous access site in a 79-year-old female for the indication of acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) shock stage c. While on impella cp support, the patient experienced frequent runs of ventricular tachycardia, which required cardioversion. Imaging was performed to assess device positioning, and the impella cp was confirmed to be in appropriate position. Due to the recurrent ventricular tachycardia, the impella cp device was explanted in the procedural area. No device malfunction was reported. The patient survived to explant. The reported arrhythmia is consistent with known risks in the setting of acute myocardial infarction and cardiogenic shock and may be influenced by underlying myocardial ischemia and critical illness.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.